Event description:
The device was returned for eval, along with 2 caire units (also reference medwatch report#1825511-2000-00030.) The caire units were returned to the homecare provider. It is not known which 2 units were being used together when the incident occurred.

Event description:
The homecare providers insurance carrier reported the following information: (1) the claimant was receiving liquid oxygen prescribed at 6lpm from 2 reservoirs. (2) the claimant's family member claims the reservoirs stopped delivering oxygen and the claimant allegedy had a 'seizure' as a result.